Event description:
It was reported that a patient experienced difficulty recharging the pain stimulation implantable pulse generator (ipg) for approximately three weeks, with prolonged charging times such as two hours to charge from 10% to 50% battery. The recharger telemetry module (rtm) became warm during extended charging sessions, and the frequency of charging increased from every two days to nightly due to incomplete charging. The controller battery pack casing was broken, with a part of it broken off. Troubleshooting was not performed as the patient did not have their equipment available and planned to call back with the equipment for further troubleshooting and to obtain a new controller battery pack. No patient complications have been reported as a result of this event. Patient called back and now has equipment with them. They got bp out and read off serial numbers. Battery pack came apart. They said controller port looks intact. Recharger looks intact. A request was sent to repair dept to replace the recharger and battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger was returned and the analysis received was no anomalies were visually observed high reading 100 low reading 100 found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.